Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, it was reported that the patient was sleeping while her cgm receiver and mobile both continuously displayed "low". No mention if she had symptoms or checked a bg., she ignored the alert. Upon waking, the cgm was still showing a low reading, so the patient drank a cup of coffee. The patient uses tandem tslim in modified closed loop. The patient began feeling dizzy and decided to check her blood glucose using a glucometer, which showed a reading of 584 mg/dl. She called her doctor, who advised her to contact emergency services. Paramedics arrived and transported her to the hospital. The patient stayed there at the hospital for a couple of hours and was treated with 10 units of insulin and 6 liters of fluid. She was discharged when her blood sugar level went back to normal at the same day. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.